Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device would no longer charge. There was no patient involvement.

Manufacturer narrative:
Updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device would no longer charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, suggesting a partially charged battery. While evaluating the returned battery, it was verified that the battery prompted a ¿fail 128¿ error code when inserted into a cadex charger. It was noted that after the battery was used to power up an mrx device, additional testing in the cadex charger was unable to reproduce the error. The battery was eventually recognized by the cadex analyzer and began to charge as expected. Despite beginning to charge, it was documented by the technician that the measured terminal voltage was inconsistent and the relative state of charge was found to be 97 percent following calibration. By comparison, a good battery is expected to have a relative state of charge of 100 percent. Due to these abnormalities, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.